Manufacturer narrative:
(B)(6).

Event description:
The customer reported the device failed during pre-operational testing patient wye not blocked. If the solenoid malfunctions leaving the safety valve open, the ventilator is not providing breath support to the patient. Device evaluation: the manufacturer's field service engineer confirmed the reported problem. No patient involvement.